Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found the cannula to be torn and stretched. The device was originally reported for insulin leaking and bleeding at the infusion site.

Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be torn and stretched. The length of the soft cannula measured 1.3790 inches. Damage was observed to both the exposed and unexposed portions of the soft cannula. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the damage. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.